Event description:
It was reported that while in the interventional cardiology dept the intra-aortic balloon (iab) was prepped per instruction. The md located the left femoral artery and the super arrow-flex (saf) was inserted. The md then inserted the iab into the saf, however, "the iab got stuck just before exiting the saf with its proximal part." The md requested a second iab and the insertion was successful.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.